Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The customer did not retain the product lot information, therefore the device history records traceable to the reported procedure pack could not be reviewed. The wet active fms (fluidics management system) in an opened tray was visually inspected. The aspiration tubing was detached from the cassette. Visual inspection observed that no solvent was applied around the tubing that caused the tubing not to adhered on the wall of the aspiration port of the cassette. The customer¿s complaint was confirmed. The root cause is consistent with an assembly error during the wetting of the tubing with solvent and subsequent insertion to the cassette. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of observed issue from occurring. This complaint has been reviewed and it is determined that no further actions will be pursed at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the aspiration line (blue) on the cassette was disconnected and leakage occurred during surgery. The procedure type was unknown. The surgery was completed on the same day after replacing the product with another one. There was no impact to the patient.